Event description:
It was reported that the wake button is "difficult to press and requires multiple presses to turn on pump screen". There was no reported adverse impact to the customers blood glucose level. The customer will continue to use current pump.